Manufacturer narrative:
This report has been resubmitted on request by the FDA.

Manufacturer narrative:
Investigation: we were unable to receive images for evaluation. After numerous attempts, no images were ever sent to us for review. Therefore, we were unable to investigate or compare the images in question. These reports are late because we are still in the sign-up process for esg. Over the past several months we have been in frequent contact with the emdr office representatives to overcome our technical difficulties in submitting mdrs electronically. Until we can submit electronically from our site we are using the egs gateway of another siemens healthcare unit located in the united states. First attempt to file made on 03/25/2016. This report is resubmitted on request by the FDA.

Event description:
Customer claims unnecessary biopsy procedure may be performed based on presentation of the image. The customer site was using the s-2000 helix system for breast patients and scanning. Customer complaint that all complex breast lesions appear to have jagged borders and never clear and simple with smooth boarders. The patients were scanned on competitive equipment (ge) prior to procedure. The same areas prepped for biopsy, to learn that almost all areas look more like simple cyst, with smooth boarders. The radiologist complaint is that they have been performing un-necessary procedures on patients due to our equipment's imaging.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: we were unable to receive images for evaluation. After numerous attempts, no images were ever sent to us for review. Therefore, we were unable to investigate or compare the images in question.